Event description:
It was reported that, "plate broke. Surgeon is not removing plate now as pt's condition is not optimal at this time."

Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available, it will be submitted on a supplemental report.